Manufacturer narrative:
Concomitant medical products: evolutr-34-us valve, implanted: (B)(6)2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately eight months post implant, the patient experienced erythema and swelling at the pocket site. The  implantable pulse generator (ipg) system was explanted and replaced on the contralateral side. No further patient complications have been reported as a result of this event.